Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) distal conductor fractured (flexed, clavicle-rib); full lead in segments returned and analyzed.

Event description:
It was reported that the lead fractured. The lead was replaced. The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.